Manufacturer narrative:
Eval summary: the instrument was returned with the cartridge cover broken, the floor and the feed bar were noted to be bent at the tip. No further testing could be performed due to the returned condition of the instrument. No conclusion could be reached as to what may have caused the found damage of the instrument. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported the device did not function. There was no pt consequence reported.